Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the definite cause of the high impedance issue was unknown. It was noted that some possibilities of a cause were an increased swelling, irrigation, and localized anesthesia. It was reported that the patient continues to have success with the therapy and felt appropriate stimulation with emptying without the need of a catheter. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient and healthcare provider (hcp) regarding the implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient wasn't feeling stimulation post-operative during programming. Impedances were checked which were high on electrodes 1, 2, and 3; rechecking did not resolve the issue. The managing hcp was notified and wasn't concerned. The hcp didn't expect any problems as a result of swelling, irrigation, and local. The hcp instructed the rep to program the patient on a low setting and instruct on management. The patient and family were comfortable with the plan of care so the rep programmed the patient to program 1 which had worked during evaluation. The family was then instructed on program management. The rep spoke with the patient¿s daughter in law the next day whom reported that the patient was emptying well as before implant and was feeling appropriate stimulation on program 1. A routine follow up with the hcp's office is scheduled for (B)(6) 2019. No environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention did not occur nor is it planned. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.